Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08969. It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial and ventricular leads exhibited noise. Episodes of auto mode switch and high ventricular rate were noted due to the noise. The noise was reproducible with isometrics in clinic. Programming changes were not performed due to patient¿s history of atrial fibrillation and low r waves. Patient condition was stable.